Manufacturer narrative:
Initial reporter sent to FDA corrected from no to yes. Brand name corrected from synergy¿ to synergy ii everolimus-eluting platinum chromium coronary stent system. Common device name corrected from coronary drug-eluting stent to biodegradable polymer drug eluting coronary stent system (B)(4).

Event description:
It was further reported via user medwatch mw5061733 that high pressure dilatation was undertaken with a 2.5x15mm emerge balloon. The previously reported stent placed distally was a 2.5x20mm synergy stent. Post stent high pressure dilatation was undertaken.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent dislodged. The target lesion was located in the mid to proximal right coronary artery. A stent had already been implanted further distally. The physician attempted to place a 2.5 x 20mm synergy; however the stent was not able to be delivered. While removing the device, the stent dislodged inside the patient and was unable to be removed. The patient was sent for bypass surgery. No further patient complications were reported.